Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. In this case, it was reported that the patient had torturous anatomy, which might have contributed to the inaccurate delivery. However, the root cause for this report could not be established from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant this transcatheter bioprosthetic valve was placed too low, with resultant severe paravalvular leak. It was noted that the patient had tortuous anatomy. A second valve was implanted with no adverse patient effects were reported.